Event description:
The customer reported there was no up/down movement of the vertical column. No pt injury was reported.

Manufacturer narrative:
The ge svc rep replaced the power supply. No pt injury was reported.